Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced during a revision procedure of the left ventricular lead.

Manufacturer narrative:
Despite extensive testing the root cause of the reported anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.